Event description:
It was reported that a patient presented with pseudo pseudo fusion and inappropriate pacing noted on the patient's implantable cardioverter defibrillator due to under-sensing on the atrial channel. Corrective programming changes were discussed. No adverse patient consequences were reported.